Manufacturer narrative:
Customer returned (7) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 7030961. Customer states that the graduation scale is misaligned. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch# 7030961. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200683822] noted that did not pertain to the complaint. There were two (2) notifications [200683852, 200683853] noted for blank barrels. There was one (1) notification [200683642] noted for scratched print. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale misaligned on lot # 7030961. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd ultra-fine insulin syringe there was an issue with scale marking error. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with scale marking error. There was no report of injury or medical intervention.